Event description:
It was reported that (1) device was used during a thoracotomy. It was reported by the affiliate that the pmw35 staples can't be formed normally. The surgeon used another pmw35 to complete the case. There was no consequence to the pt.